Event description:
It was reported that the pump screen was ¿dark but has lines in the screen¿. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.